Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.

Event description:
It was reported that sensor failure occurred. The sensor was inserted into the abdomen on (B)(6) 2026. On (B)(6) 2026, the patient reported that their sensor failed, resulting in hospitalization for diabetic ketoacidosis (dka). Although the patient stated they were in dka, no specific symptoms were reported. The patient was using an omnipod insulin pump at the time of the event. No additional patient or event information was obtained, as the call was disconnected. Follow-up attempts to contact the patient for further information were unsuccessful. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.